Event description:
Hcp reports pt originally presented with a small red spot on their pump pocket. In 2007, the pump had eroded through the pocket and is weeping fluid and is swollen. Hcp wanted to retain the spinal part of the catheter and removed the pump and, as a precaution, the tunneled catheter. The drug contained in the pt's pump is lioresal (unk concentration) at a dose of 1400mcg/day. No other pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available at the time of this report.